Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirmed the housing reamer dome is dull. The lot number cannot be read on the device. This device shows signs of extreme wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that a housing reamer dome has become dull from use. No case involved.